Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: in this case the ventilation continued, and the connection loss only concerned the interaction panel (ip). This type of failure (tn 556951 and tn 556952 ) "panel connection lost" has been reduced by various hardware and software improvements. The biggest effect on the failure rate was achieved by software update 1.2.1. Therefore, this failure is considered a software failure. The failure has not yet been fully fixed. Reoccurrence is still possible. Before this software fix was available the only action which could be done in the field was by replacing hardware parts, which solved the failure in the short term. The root cause / the replaced hardware components may differ between each cases. However they can all be linked to the same issue. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation in cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in this cer as it will be deemed a reportable event.

Event description:
The following was reported to the hamilton medical ag: original complaint description: "the doctor complain that the ventilator switch off itself during the ventilation." The device had a panel connection lost alarm and rebooted the panel. Ventilation continued during that time. Neither harm to patient, user or third part nor a treatment delay was reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was not clearly determined. The most probable root cause may be related to a software flaw which has been resolved in software 1.2.1 onwards. The correction is to update to the latest software and perform all the foreseen calibrations and tests.

Event description:
The following was reported to the hamilton medical ag: orignal complaint description: "the doctor complain that the ventilator switch off itself during the ventilation" the device had a panel connection lost alarm and rebooted the panel. Ventilation continued during that time. Neither harm to patient, user or third part nor a treatment delay was reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: original complaint description: "the doctor complain that the ventilator switch off itself during the ventilation". The device had a panel connection lost alarm and rebooted the panel. Ventilation continued during that time. Neither harm to patient, user or third part nor a treatment delay was reported.